Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing acute pain from her clik anchors. The physician chose to explant the clik anchors as they were protruding and causing discomfort. The physician did not suspect device malfunction. The patient was doing well postoperatively.